Event description:
Citation: c. Cognard, et al. Endovascular treatment of intracranial dural arteriovenous fistulas with cortical venouus drainage: new management using onyx. Ajnr am j neuroadiol. 7 november 2007. The following report was captured by medtronic (covidien) through review of literature: one microcatheter was stretched and broken during retrival without any complications. No other catheter was glued. Procedures were performed with ultraflow, marathon, or echelon, ev3). It is unknown which one was used in this event. Additional mfrs related to this report: 2029214-2015-00384.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/17989374.this report was created to capture the events related to the microcatheter.the unknown catheter was not returned for analysis; therefore, the event cause could not be determined. In addition, the lot history record review was not possible since the lot number was not reported.(B)(4).